Manufacturer narrative:
Analysis was able to confirm the reported broken knob, the upper case was broken around the menu encoder. Analysis also noted that the hanger was cracked, the menu knob was missing, one knob was corroded, both output connector nuts were discolored, and the battery drawer was sticking on the lower case. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient involvement.